Event description:
Report received of cassette alarm. It was reported that a pt was to receive an unspecified dose of pitocin at an unspecified rate. The tubing was primed and placed into the pump. When the pump was powered up, it was reported to have alarmed "check door/cassette". The customer removed the pump from clinical use. A replacement pump was brought in and the alarm condition continued. The nurse reportedly changed the tubing and the alarm condition was resolved. There was no reported adverse pt sequelae or delay in critical therapy.